Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Control solution testing on the meter could not confirm the erratic readings complaint as all results were within the range specifications and no errors were observed. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving erratic readings of 400 mg/dl and 97 mg/dl on their freestyle flash meter. All readings were taken within ten minutes, and from a finger sample site. The customer also reported that the unit of measure on their meter changed from mg/dl to mmol/l. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. The customer also reports feeling faint when he received the erratic readings. The customer reports taking orange juice.